Event description:
It was reported that "it was unable to pace during use. No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter with monoject limited volume syringe was returned for evaluation. No packaging was returned with the catheter. Visual examination was performed and the catheter body was found to be in good condition. There were no kinks or indentations observed. The balloon inflated clear, concentric and did not leak. Continuity testing confirmed a full open condition of the distal electrode. The proximal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found broken at the distal electrode. Visual examinations were performed with the unaided eyes. The customer report of pacing failure was confirmed during the evaluation, however, no evidence of a manufacturing nonconformance was noted. The cause of the broken leadwire could not be determined with certainty; clinical or procedural factors may have contributed to the damage. No actions will be taken at this time.